Event description:
One optic lens implanted to repair cataract, was defective, was removed. Second lens was implanted, but was bent, removed without difficulty by bisecting and removing halves. Third lens implanted ok. Outcome good, lens labels retained, second lens was retained, is available for inspection.